Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the event, clinical details noted that patient had runs of ventricular tachycardia overnight on first night of support and following morning; low hemoglobin hematocrit was noted with concerns for gastrointestinal bleed. In order to make a root cause determination, essential clinical details would have to be provided. The cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The cause of the gastrointestinal bleed could not be definitively determined as insufficient clinical details were provided. H6: investigation: type, findings and conclusion codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock (pccs) was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced low hemoglobin and runs of ventricular tachycardia requiring intervention. The patient was admitted shortness of breath and elevated cardiac markers and diagnosed with non-st segment elevation myocardial infarction. The patient underwent coronary artery bypass surgery (x3) with a preoperative ejection fraction of 30%. Grafts open with successful revascularization of all three vessels. However, the physician struggled to take the patient off bypass and realized that myocardium suffered reperfusion injury and stunning. The decision made to place impella 5.5 direct approach. Graft was tunneled to right supra-clavicular area. The impella was successfully placed, and the patient was transferred to the unit on mcs. However overnight the patient experienced runs of ventricular tachycardia; amiodarone was started. Later in the morning hemoglobin and hematocrit were low with concern of a gastrointestinal bleed. Two units of packed red blood cells were given and heparin postponed. Impella support continued four additional days until successfully weaned and device explanted with a patient survived outcome.

Manufacturer narrative:
The impella device was not received from the customer as the customer reported it has been discarded. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.